Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty paddle kit and paddle pocket plates. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle kit and paddle pocket plates. The paddle kit and paddle pocket plates were replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device could not pass test. There was no patient involvement.